Event description:
The customer reported that the generator has an error during an examination.

Manufacturer narrative:
(B)(4). The investigation is still ongoing and conclusions will be sent in a follow up report.